Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at the quick release and the patient noticed insulin out of the tubing about twelve hours after changing the set. This issue occurred with two sets. Moreover, the catheter was in use for 2-3 days and the patient had redness on the skin as a sign of skin infection for over one week. No further information available.